Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited atrial intrinsic amplitude out of range. Atrial arrhythmia on presenting and stored intracardiac electrogram. Possible rapid ventricular response (rvr) due to atrial arrhythmia. Technical services (ts) recommended. Atrial sensitivity settings programming optimization. Patient was in the emergency room (ER). The device remains in service. No adverse patient effects were reported.